Event description:
A (B)(6) male patient called zoll customer support to report that his monitor was intermittently powering up and down. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (intermittently powering up and down) has been confirmed. Upon investigation the monitor was unable to fully power up. The monitor software was corrupted. The cause for the software corruption was isolated to thermal damage to the u200 integrated chip on the monitor c/a board. The root cause for the damaged u200 component could not be positively identified. No adverse event resulted from the defective u200 component. The patient received a replacement monitor.